Manufacturer narrative:
The investigation is ongoing. A follow up medwatch will be submitted when additional information becomes available.

Event description:
The error message "overload" was reported. The machine was checked and it was found that the motor control board is defective and needs to be replaced. Complaint #(B)(4).

Manufacturer narrative:
The error message "overload" was reported. A getinge field service technician (fst) has been sent for investigation on 2021-03-05 and following works has been done: the motor control board was replaced with a new one and the problem was solved. The system was checked according to factory¿s specification and all tests passed. The device was put back into use. The replaced motor control board of the hl 20 roller pump module was not available for further investigation. However the failure mode "overload error message" can be linked to the following most possible root causes according to our risk management file (dms#: (B)(4). Wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error) pump blocked. Device was manufactured in 2008-09-16. The review of the non-conformities during the period of 2008-09-16 to 2021-03-10 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded based on these investigation results the reported failure "overload error message" could not be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint#: (B)(4).